Event description:
This letter is being sent to you regarding an event that occurred on (B)(6) 2025, and was reported to(B)(6). The reported event was during a da vinci-assisted low anterior resection procedure, the anastomosis, constructed using a third-party 29 mm circular stapler instrument, dehisced, necessitating conversion to open surgery. The surgeon does not think that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. Although the initial use of the stapler appeared uneventful and the procedure proceeded without complications, the dehiscence was discovered when the surgeon attempted to place reinforcing sutures. It was then identified that the third-party 29 mm stapler, used independent of any da vinci instrument, had failed to deploy any staples and had only transected the tissue. There was no bleeding as a result of the firing issue. To address the issue, the procedure was converted to open surgery, and the staple line was oversewn. The patient tolerated the conversion, and the procedure was completed without further complications. The patient did not experience any postoperative complications, and there was no concern about this event causing any long-term complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).